Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 90.8cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and on the balloon folds. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occured. A 2.00mm x 12mm maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon shaft and the delivery shaft were fractured and the guide wire port was kinked. The device was never used inside the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occured. A 2.00mm x 12mm maverick balloon catheter was selected for use. However, during unpacking, it was noted that the balloon shaft and the delivery shaft were fractured and the guide wire port was kinked. The device was never used inside the patient and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.